Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 460 mg/dl. Customer experienced blood glucose level of 416 mg/dl. Customer reports that they did not receive medical treatment as a result of needle fracturing while in the body. The insulin pump will not be returned for analysis.